Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, this device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Prior to boston scientific technical services proactively reaching out to the field to notify them of this finding, the hcp contacted technical services. The patient reported hearing tones and a device evaluation was done which noted the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time the device remains inservice, but the replacement has been scheduled. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that this device was explanted and replaced with another company's cardiac resynchronization therapy defibrillator (crt-d). A boston scientific representative was not present for the case, and it is unknown if the device will be returned. No additional adverse pateint effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.